Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer ref: 2182269-2021-00047, 2030404-2021-00030, 2182269-2021-00048. Following a cryo balloon atrial fibrillation procedure, the patient became hypotensive after leaving the room and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The physician did not allege any particular device as causing the pericardial effusion. No perforation was noted during the procedure. There were no patient symptoms during the procedure and the procedure had been deemed successful per the physician. There were no performance issues with any abbott devices.